Event description:
The customer reported instances in which the ortho provue analyzer dispensed excess amount of reagent cells into the mts anti-igg cards during antibody screen testing . Incorrect or "no dispense" can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and determined that the probe belt was worn. The fe replaced the appropriate components and performed the necessary verifications and check to return the instrument expected operation. The customer performed and accepted qc.